Event description:
It was reported that a screwdriver tip broke during a procedure. The physician suspects that the handle does not torque properly. There was no prolongation of surgery or adverse events related to the patient.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The incident is associated with the device reported in MFR report # 1526439-2013-36717.

Manufacturer narrative:
Visual inspection of the viper2 final tightener handle show no apparent damage on the handle. The handle will be tested by the inspection lab to see if it meets the specifications outlined in the test method. The torque limiting handle was inspected to confirm the claim that it was not working properly. It was inspected on a technical services request form. The torque limiting handle was found to not limit torque. A work request was then initiated to have the wrench disassembled to determine what was causing the binding. Examination of the disassembled wrench found the internal gear had fractured into two pieces most likely resulting in wrench seizure. A review of the device history record for the viper 2 final tightener handle found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the viper2 final tightener handle was conducted. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause for the viper2 final tightener handle being seized can be attributed to the fractured gear. The root cause of the gear being fractured cannot be positively determined. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.